Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed.

Event description:
A (B)(6) year old male reported receiving a tattoo on lateral aspect of upper arm on (B)(6) 2014. Reported tattoo area was covered with plastic wrap and secured with transpore tape. Reported tape was applied circumferentially around upper arm to hold plastic wrap in place. Stated tape was applied in two areas around arm. Customer reported redness on medical aspect of upper arm under the tape placed circumferentially closer to elbow. Customer reported a large bruised area on medial aspect of upper arm where tape was placed circumferentially closer to axilla. Reported within 40 minutes of application, he experienced pain on medical aspect of upper arm (opposite of where he received tattoo). Stated he removed tape and plastic wrap and found a reddened bruised area that felt like a chemical burn. Reported no open areas. Reported he washed the area and applied neosporin ointment. Reported urgent care visit following morning. Reported physician gave him rx for triamcinolone steroid cream 1% and hydrocodone 7.5 mg for pain. Also reported taking otc benadryl. Reported visit to primary md on (B)(6) 2014 and stated diagnosis was chemical burn. Reported to open skin areas. Reported he was given rx for a 6 day course of methylprednisolone and refill of pain medication.